Manufacturer narrative:
H10: no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was hot to touch and was depleting quickly. It was also reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. Attempts were made by tandem technical support to follow up and no further information was able to be obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.